Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Auxiliary water channel: pseudomonas aeruginosa and pseudomonas fluorescens(total: 4 cfu/endoscope). Instrument channel: staphylococcus non aureus (1 cfu/endoscope). Air/water channel: bacillus sp., pseudomonas aeruginosa, pseudomonas stutzeri and staphylococcus non aureus (total: 16 cfu/endoscope). Suction channel: aeromonas hydrophila, aeromonas caviae and klebsiella oxytoca (total: >100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.